Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Release to warehouse date: dec 11, 2019. Expiration date: dec 1, 2029. Part number: 04.038.295s, tfna helical blade 90mm -sterile. Lot number: 30p7797 (sterile). Note: helical blade was manufactured by (B)(4); lot number 29p0793. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for femoral trochanteric fracture with the tfna in question. On an unknown date, the surgeon confirmed that cut-out occurred. On (B)(6) 2020, the patient underwent the revision surgery and in the revision, the surgeon removed tfna and performed bha surgery. The surgeon commented that there was no problem about tfna, and the original fracture was unstable which caused the cut-out. No further information is available. This report is for one (1) tfna helical blade l95 tan. This is report 2 of 4 for (B)(4).